Manufacturer narrative:
Correction: upon further review, it was noted that the reported event has been previously reported under MFR report number 9614546-2020-00544. Therefore, this file is no longer considered reportable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable. The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that a patient with poor visual acuity outcome with an intraocular lens (iol) will have an iol exchange. Through follow-up, it was learned the patient had a refractive clear lens exchange as the patient did not have cataracts pre-operative. Visual acuity (va) pre-op: uncorrected visual acuity (ucva): 20/300 j1. J10 20/20 is the best the patient has ever measured post-operative. The distance visual acuity (va) is great, but patient has poor intermediate/near va or blurry near vision post-op. A yttrium aluminum garnet (yag) laser was performed on (B)(6) 2020 and the dry eye was treated. A secondary surgery/medical intervention is not required. There was no vitrectomy, incision enlargement, or sutures required. Nor is an explant planned. The lens remains implanted at this time. No additional information was provided.